Event description:
Reporter stated that patient has been experiencing high blood glucose (550 mg/dl) for the past 3 days. Additionally, she reported finding condensation in the cartridge compartment. Reporter believes that patient's elevated blood glucose is related to the condensation in the device. Patient self-treated by bolusing.